Manufacturer narrative:
H4: the device MFR date is 5/30/96. Evaluation: the tibial insert was visually and dimensionally inspected as received. The anterior locking tab exhibits gross distortion due to having been crushed by the locking post of the baseplate during the intra-operative assembly attempt. A review of the device history record for this insert found that no discrepancies were reported during MFR. A query of the product experience report database found that no other similar event has been reported for this lot of inserts. The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly to the baseplate.

Event description:
The tibial insert would not lock into the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time,